Event description:
It was reported that a physician was attempting to deploy a complete self expanding (se) peripheral stent system to treat a lesion in a patient in the femoral artery with mild calcification. No difficulties were identified during preparation of the device. After the device was flushed, the device was advanced to the lesion and it was noted that after the stent had deployed about 1cm, the stent could not be deployed any more. Several attempts were made to deploy the stent but were unsuccessful. Force was used while the device was being removed from the patient and the device was removed as one unit. Radio-opaque was used to ensure that no part of the stent was left in the patient. Confirmation was received that the physician re-tried to deploy the device in vitro. No patient injury or clinical sequelae were reported. Device evaluation: the proximal end of the distal tip was severely damaged. The tip of the retractable sheath was damaged. The inner member had detached proximal to the distal end of the tip. The inner member shaft at both sides of the detachment point were jagged and uneven. The stent was returned in two sections with a number of segments stretched and deformed. The marker bands and eyelets were missing from one section of the stent. Sem analysis performed on a number of the break points shows evidence of fracturing; some of the surfaces examined show rough irregular faces with uneven broken edges. The alloy structure, in the break surfaces, examined at high magnification shows interlocking grain structure with no preferred orientation of grains found. The edges of the struts away from the fractures are generally free of gouges which would be expected to be found if a cutting tool was employed. There is evidence of twisting of some of the knuckles which is associated with the fracturing.

Manufacturer narrative:
Results: (root cause of the deployment difficulties cannot be confirmed), deformation problem. Conclusion: operational context contributed to the event (operational context most likely contributed to the deployment difficulties experienced during the procedure). (B)(4).